Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm during bolus. The customer's blood glucose was 187 mg/dl at the time of incident. Customer declined troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly. No unexpected occlusions or insulin flow blocked alarm noted during testing.